Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient has lost stimulation coverage on the right side. A fluoroscopy confirmed the patient's right percutaneous (off label) lead has migrated surgical intervention may be planned at a future date to address the issue.